Manufacturer narrative:
Report source: foreign (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via manufacturing representative regarding patient suffering with compression fracture on l3 suggested for spinal therapy. Levels implanted l2/3. Event occurred post-op. It was reported that there was ureter injury after olif. Implant product was being used, but at the time of inserting the cage, the ureter might be gripped, there is no causal relationship with the product. Patient disability was reported. Patient injury reported was kidney failure, the outcome is unknown. Device status: implanted-remains in service. No further complications reported. Update 2020-sep-03; there was ureteral injury. Additional surgery was scheduled. The physician thought that it was user error. Update 2020-sep-11; additional surgery was planned for nephrostomy. Implant remains in patient.